Event description:
Post-op hematoma was reported on pt. Dornier service was called to perform a service check on the device involved.

Manufacturer narrative:
Device was examined by accomplishing functional checks according to defined test procedures in the service guidelines. All results showed that the device was found to be in compliance with dornier specifications. The pt was reported to have a post-op hematoma. No further information regarding pt condition was made available. Hematoma is listed as a potential adverse effect and complication in the compact delta operating manual.